Manufacturer narrative:
(B)(4), a device history record review could not be performed as no lot number was provided by the customer. The customer reported the catheter would not flush. The customer returned one 3ml luer-lock injection syringe, one snaplock assembly, and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils especially at the distal end. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (B)(4) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 7.0ml/min (stopwatch: (B)(4)), which is within the specification of 1ml/min minimum. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter not flushing could not be confirmed based on the sample received. A device history record review could not be performed as no lot number was provided by the customer. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. No further action is required at this time.

Event description:
Doctor placed epidural and the catheter would not flush without a lot of pressure. He had to replace the epidural and the next catheter worked fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Doctor placed epidural and the catheter would not flush without a lot of pressure. He had to replace the epidural and the next catheter worked fine.